Event description:
Reporter stated that the expiration date printed on the strip vial is 10/31/2005; however, according to MFR's electronic inventory system, the corresponding strip lot expired on 10/31/2004. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product; however, reporter indicated that the strip vial had already been discarded. Replacement product was shipped.